Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray review results: post-op/intra-op, x-ray for l3-5 fusion and single axial CT provided. The patient appears to have a transitional lumbo-sacral anatomy, one of the anterior most screw was fractured and retained in the vertebral body. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion surgery at l3-l5 due to some unknown reasons. Post-op, it was observed that the implanted screw at l5 was broken. The patient was getting his teeth cleaned at the dentist when he felt a popping sensation and then experienced pain afterwards. There was pain in back of the patient. Additional surgery was also performed as a result of the event. Doctor removed the broken screw. It came out in 2 pieces. Doctor replaced that broken screw with a 10.5x55mm screw.